Manufacturer narrative:
PMA/510k: this report is for an unknown mono/polyaxial screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) patients who underwent depuy spine expedium anterior instrumentation. The following complications have been identified as per the australian spine registry report: a female patient had pleural effusion that required drainage on (B)(6) 2018. Treatment date was on (B)(6) 2018. A female patient had respiratory insufficiency on (B)(6) 2018 and ulcers on (B)(6) 2018. Treatment date was on (B)(6) 2018. A female patient had an infection kt on (B)(6) 2018 and non cauda urinary retention. Treatment date was on (B)(6) 2018. A female patient had a pleural effusion on (B)(6) 2019. She also had an instrumentation release and screw pull out on december 16, 2019. Treatment date was on (B)(6) 2019. A female patient had an instrumentation release on (B)(6) 2020. Treatment date was on (B)(6) 2021. This report is for a depuy spine: expedium anterior. This report is for one (1) unknown mono/polyaxial screw. This is report 4 of 4 for (B)(4).